Event description:
It was reported to boston scientific corporation that a wallflex fully-covered biliary stent system was used during a stenting procedure on (B)(6), 2011. According to the complainant, the patient had an obstruction due to cancer. During the procedure, approximately half of the stent was deployed when it was determined that the stent was in the improper position. The user attempted to reconstrain the stent into the delivery system but the stent failed to reconstrain. The partially deployed stent was removed from the patient through the endoscope. The procedure was completed with another wallflex fully-covered biliary stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 25mm. The section of the outer sheath covering the inner member jacket was bunched and kinked. During a functional analysis, it was possible to reconstrain and fully deploy the stent without issue. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The performance of the device was likely limited due to procedural/anatomical factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex fully-covered biliary stent system was used during a stenting procedure on (B)(6), 2011. According to the complainant, the patient had an obstruction due to cancer. During the procedure, approximately half of the stent was deployed when it was determined that the stent was in the improper position. The user attempted to reconstrain the stent into the delivery system but the stent failed to reconstrain. The partially deployed stent was removed from the patient through the endoscope. The procedure was completed with another wallflex fully-covered biliary stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."